Event description:
Pt reported that she feels her device has under delivered insulin on two separate occasions because her blood glucose has been high (323 mg/dl) on those two occasions. Pt disconnected from the device and tried bolusing three small amounts of insulin and no insulin was present. No medical treatment was necessary.